Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to infection. This device was explanted. No additional adverse patient effects were reported.